Event description:
It was reported that the hard plastic underneath the plunger cracked off (detached). It was additionally reported that the tubing detached on the arterial side during use. There was some patient blood loss, but not enough to cause injury.

Manufacturer narrative:
Device has not been returned for evaluation.